Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on 06/06/2016 to report that they experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Reaction was located on abdomen underneath the adhesive, and described as bright red, itchy, and in the shape of the adhesive pad. Affected are was treated with triamcinolone cream and keflex prescribed on (B)(6) 2016 for a previous reaction. No additional patient or event information was provided.